Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation. The device has the image flickers then blacks out during angulation. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flex deflectable videoscope didn't power on (temporary image loss). The issue occurred during reprocessing. There were no reports of patient involvement.